Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed that there was no sound at the main control center. The fse identified that both the speaker and the sound card required replacement. The cause of the reported problem was the speaker and the sound card. The reported problem was confirmed. The device was operational after replacing the sound card and the speaker. Reporting institution phone#: (B)(6). Reporter phone#: (B)(6).

Event description:
The customer reported that acoustic alarm of the monitoring center on the base does not work anymore. The device was in use on a patient at the time of the event. There was no adverse event reported.